Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was not returned to olympus for inspection, however, the reported failure was confirmed by a field service engineer (fse). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of no image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope presented a no image issue. The event was found during maintenance. There were no reports of patient involvement.